Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that one week prior to (B)(6) 2019 they received some alarms on their cobas 8000 e 801 module indicating the measuring cell condition and signal recovery were abnormal. The field service engineer changed the pinch valve, a circuit board, and the measuring cell. After this, no alarms occurred and controls were fine. The reporter stated they then received discrepant results for three patient samples tested on (B)(6) 2019. All three samples had discrepant results for the elecsys testosterone ii assay. One of the three samples also had additional discrepant results for elecsys shbg. Incorrect results from these samples were reported outside of the laboratory. No units of measure were provided for the affected tests. The reporter also stated that they received more abnormal measuring cell condition and signal recovery alarms during the time of the sample discrepancies. The reporter ran controls and the recovery was very bad. The first sample initially resulted with a testosterone value of 33.2, repeating with a value of 22.5. The second sample initially resulted with a testosterone value of 18.7, repeating with a value of 14.3. This sample also initially resulted with an shbg value of 4.73, which repeated as 44.5. The third sample initially resulted with a testosterone value of 52.0, which repeated as 10.30. The testosterone and shbg reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The service engineer replaced a printed electronic circuit board which resolved the issue.